Manufacturer narrative:
No issues or nonconformance's were found and no trends were identified, no root cause could be established. The relationship between the cooper vision device and the incident is unconfirmed.

Event description:
It is reported that the user experienced pain, photophobia, and difficulty opening their eyes (ou) and sought medical treatment. The patient was diagnosed with an infection, unspecified, and prescribed and antibiotic and an eye drop, medications unknown. Good faith efforts have been made to obtain additional info without success, additional info is unknown. This event is being reported in an abundance of caution due to lack of medical info, incomplete diagnosis, and unknown resolution.